Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronically high left ventricular (lv) lead threshold with intermittent capture. It was noted this lead to premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.